Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an application of large forces while inserting the screws. The device inspection revealed the following: three screws were returned. For one of the screws, only the head was returned. The microscope investigation showed the head of the screws is heavily damaged. Traces of were are clearly shown - please refer to the pictures attached. This is a clear sign that the insertion of the screws was performed using larges forces. Moreover, one of the screw is completely broken - only the head was returned. This leads to say that excessive over-tightening was applied on the devices. The IFU clearly reminds the user to avoid subjecting the screws to an excessive tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "by tightening one of the screws, this gives up what the specialist doesn't like. / when taking intraoperative x-ray, two screws must be removed to reset them, the doctor expresses that the head is already rolled and are additionally toricided." Additional information: "1. When one of the screws (1st screw) was being tightened it lost its head, what the specialist dislike. 2. When taking intra-operative rx, two screws (2 nd and 3 rd screws )must be removed to be re-arranged ;when removing , the dr expressed that one screw lost its head, in addition both screws were distorted." "There was not hard bone" "other screws were used to complete the procedure."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "by tightening one of the screws, this gives up what the specialist doesn't like. / when taking intraoperative x-ray, two screws must be removed to reset them, the doctor expresses that the head is already rolled and are additionally toricided." Additional information: " when one of the screws (1st screw) was being tightened it lost its head, what the specialist dislike. When taking intra-operative rx, two screws (2 nd and 3 rd screws )must be removed to be re-arranged ;when removing , the dr expressed that one screw lost its head, in addition both screws were distorted." "There was not hard bone" "other screws were used to complete the procedure."